Event description:
Following a blood draw and reinfusion from 42598-01 safeset, the IV solution of 0.45 nacl with 2 units heparin/ml in the syringe of the uac closed sampling system was noted to look like there was some undetermined residue/particulate was present in the flush syringe. The system was changed out and the actual syringe was given to the program manager of this neonatal services unit. She contacted the company representative from ICU medical and gave him the filled syringe for testing.please see test section for the report from ICU medical after testing.this report is linked to a previous report I submitted entitled syringe precipitant. I will be submitting one more report on this entitled syringe precipitant - number 3.we have stopped the use of this product at present.======================manufacturer response for uac closed sampling system, 42598-01 mtg kit w/tp4 flush (per site reporter).======================see test section.